Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing poor communication with the patient programmer (pp) and was unable to connect with either the pp or recharger which started the day of the report. The patient was also seeing the poor communication screen on the pp. However the patient later stated they were able to connect with the recharger, and the implantable neurostimulator (ins) battery was flashing on the first quartile. The patient had zero coupling boxes shaded and couldn't feel stimulation which started the day of the report. It was noted the patient was not trained under anesthesia. It was reviewed with the patient he needed to charge up his implant to avoid overdischarge. The patient was going to contact the manufacturer's representative (rep) to see about getting an appointment with him. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported by the patient that their activity had stayed the same. They had changed the level up or down to resolve the poor communication and no stimulation sensation. If additional information is received, a follow-up report will be sent.